Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that post implantation of an intraocular lens (iol) the patient experienced visual disturbances, vision out of focus and seeing shadows around the letters. Post implantation of approximately three months the lens was exchanged for a monofocal lens. The symptoms were resolved.